Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (unable to properly power up) has been confirmed. Upon investigation, the monitor would not power up. The inability to power up was isolated to a defective u608 on the ca board. The root cause for the defective u608 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.